Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut chin (like being accidentally scratched) - face [laceration], (cut chin) like being accidentally scratched - face [scratch], the brush head falls off in my mouth and the metal piece at the top of the handle cut my chin like being accidentally scratched - oral-b professional care toothbrush [injury associated with device], the brush head falls off in my mouth / brush head coming off - oral-b professional care toothbrush [device breakage]. Case description: a (B)(6) male consumer reported spontaneously via phone on (B)(6) 2018 that the oral-b floss action brushhead was coming off when he was brushing his teeth with an oral-b power rechargeable toothbrush handle professional care 3756 model d20.523.2h. He elaborated that when the brush head fell off in his mouth, the rotating metal piece on the handle cut his chin like being accidentally scratched; this recovered after 4 or 5 days. This was the first time that he had used this type of toothbrush, and he used one head twice a day. Treatment included applying some antibiotic cream; he had not sought advice from a healthcare professional. Product use was ongoing. The case outcome was recovered. Relevant history: allergy/intolerance - none. No further information was provided.